Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 9/15/2016, the reporter contacted animas and alleged receiving a 'low alarm' on the pump. No other information was provided, there was no allegation of an adverse event. This complaint is being reported due to the alleged pump malfunction.